Event description:
Report rec'd from an abbott international affiliate which states, immediately after the opti-q catheter was inserted for monitoring during a coronary artery bypass graft operation, the physician noticed that there was bleeding through the gap in the electrical cable for the thermistor. It was reported that the catheter was removed and replaced with a new one. The estimated blood loss was approximately 10-20 mls. There was no report of an adverse pt event.